Event description:
The customer reported that 3 joules into the procedure they noticed the tip was cracked. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.